Event description:
It was reported by the site that there was some issues with their programming system. Good faith attempts to obtain additional information from the site including the type of issues that occurred and if the issues resolved have been unsuccessful to date.